Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for and intially inflated at 6 atmospheres. However, during the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.